Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 31 to 43 mg/dl at the time of the incident. The customer was at 148 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller believes the pump is over delivering. Troubleshooting was not completed but the pump passed a displacement test. The caller stated the pump was exposed to x rays twice. The insulin pump will be returned for analysis.